Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the pacemaker exhibited false loss of capture due to a diagnostic anomaly. Programming changes were discussed but not yet performed. The patient was stable at all times and will continue to be monitored.